Event description:
It was reported that the nurse had the arctic sun device alerting 113 (reduced water temperature control). Patient was close to targeted temperature (tt), sn #: (B)(6). Targeted temperature (tt) was 33.5f, patient temperature (pt) was 32.8c, water temperature (wt) was 31.9c, flow rate (fr) was 0.7l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 26 percentage, mixing pump command (mpc) was 0, heater command (hc) was 16 percentage. Had nurse disconnect the pads, rotate the connector, and reconnect the pad. Made sure tubing was straight and not kinked anywhere. After disconnecting and reconnecting flow rate (fr) had settled to 1l/m, water temperature (wt) was increased to 37c. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. This was an adequate flow rate for a neonate pad, suggested they monitor flow rate in case it does drop.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device alerting 113 (reduced water temperature control). Patient was close to targeted temperature (tt), sn# (B)(6). Targeted temperature (tt) was 33.5f, patient temperature (pt) was 32.8c, water temperature (wt) was 31.9c, flow rate (fr) was 0.7l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 26 percentage, mixing pump command (mpc) was 0, heater command (hc) was 16 percentage. Had nurse disconnect the pads, rotate the connector, and reconnect the pad. Made sure tubing was straight and not kinked anywhere. After disconnecting and reconnecting flow rate (fr) had settled to 1l/m, water temperature (wt) was increased to 37c. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. This was an adequate flow rate for a neonate pad, suggested they monitor flow rate in case it does drop. Per follow up information received via task on 06may2025, received a call back from charge nurse, who confirmed no further issues with this device. The neonate pad was disposed of, and device remained in service without repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The instructions for use were reviewed and labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had the arctic sun device alerting 113 (reduced water temperature control). Patient was close to targeted temperature (tt), sn# (B)(6). Targeted temperature (tt) was 33.5f, patient temperature (pt) was 32.8c, water temperature (wt) was 31.9c, flow rate (fr) was 0.7l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 26 percentage, mixing pump command (mpc) was 0, heater command (hc) was 16 percentage. Had nurse disconnect the pads, rotate the connector, and reconnect the pad. Made sure tubing was straight and not kinked anywhere. After disconnecting and reconnecting flow rate (fr) had settled to 1l/m, water temperature (wt) was increased to 37c. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate drops below 0.5 l/min, the heater turns off. This was an adequate flow rate for a neonate pad, suggested they monitor flow rate in case it does drop.per follow up information received via task on 06may2025, received a call back from charge nurse, who confirmed no further issues with this device. The neonate pad was disposed of, and device remained in service without repair.